Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review indicated fdp 76143 is no longer valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's battery had reached eri and has had the a replacement. The patient's weight is unknown. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient first started noticing that their ins wasn't holding a charge around (B)(6) of 2017. The cause of their ins not holding a charge was that they needed a new battery and they had the battery replaced on (B)(6) 2018. The issue had been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient's 'battery's gone out in it" and "it's no longer working". Patient clarified this by reiterating that he's seen the elective removal indicator (eri) message. It was reviewed the ins should still be delivering stimulation when at eri. Patient said that the ins will not hold a charge. Patient says he goes to charge the ins, and it's depleted again a couple hours later. Patient spoke with a local manufacturing representative (rep) about having the ins replaced. No further information was reported. No patient symptoms were reported.